Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located at a coronary artery. A 5.00 mm x 8mm nc emerge mr balloon dilatation catheter was advanced for dilatation. The balloon was inflated repeatedly for several times. However upon inflation over the rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with this device. No patient complications or injuries were reported.